Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation in the left atrium, an intellamap orion high resolution mapping catheter was selected for use, however, the basket of the device presented a separation in the spline, more specifically a detachment at the proximal end, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to return for further analysis.

Manufacturer narrative:
Intellamap orion high resolution mapping catheter was evaluated by boston scientific. Laboratory analysis through visual inspection of product returned revealed that the device has a spline detached from the catheter, consequently confirming the reported complaint.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation in the left atrium, an intellamap orion high resolution mapping catheter was selected for use, however, the basket of the device presented a separation in the spline, more specifically a detachment at the proximal end, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for analysis.